Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, the customer reported high blood glucose (bg) level of 515 mg/dl. Customer administered a manual injection to address high bg. The customer reverted to an alternate method insulin therapy.